Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the segment steel braid broken, the mechanical base plate corroded, the operation channel cut, the remote control buttons cut, the distal body worn out, the light guide fiber bundle (lcb) defective, the insertion flexible tube (ift) bump, the angle wire grinding, the operation channel faulty connection, the bending rubber faulty connection, and the suction channel faulty connection; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (blackout).